Manufacturer narrative:
A photo analysis was conducted for this complaint. A review of the customer provided photographs confirmed a tubing leak that resulted in blood leaking around the collect pump during the treatment procedure. The customer provided photograph shows the clear tubing that appears to be damaged resulting in the leak. A material trace of the collect pump tubing used to build lot f205 did not find any non-conformances. The root cause of the damage to the tubing could not be determined based on the information provided. No further action is required at this time. This investigation is now complete. (B)(4). P.t. (B)(6) 2017.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f205 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of f205 for the reported issue shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the customer provided photos is still in progress. A supplemental report will be filed when the analysis is complete.

Event description:
Customer called to report a tubing leak that was observed around the collect pump. Customer stated there was no alarm prior to the leak. The customer aborted the procedure and did not return blood to the patient. The customer did not return the kit; however, has returned photographs for investigation.